Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported that following implantation of their ins, their surgeon had ordered full compression therapy as part of their treatment. They stated that during a therapy session on thursday, the compression equipment was turned on, and they experienced a shock on the right side of the body extending up to the battery site. Pt reported that the shock was extremely intense and continued until the compression device was turned off. They expressed concern about possible damage and stated that they had contacted their healthcare provider (hcp) but had not yet received a response. Pt mentioned that they had the stimulator and compression machine turn off as they were unsure whether it was safe to use them. The pt was redirected to their hcp to further address the issue.